Event description:
Ikaria inomax ds delivery system started leaking from the back and system reading 0 nitric being delivered. System changed out, no adverse event to infant. Later notified of recall and reporting to FDA medwatch.